Event description:
It was reported that they were having difficulty with the patient¿s stimulation; they were having trouble controlling it. Also, when the patient changed positions the room would start spinning. The patient adjusted the intensity and she was standing up, and she was having trouble controlling what it was doing and as a result the room was spinning and she was throwing up. This just started this afternoon. The patient turned stimulation off and turned it back on and it did not matter if it was on or off ¿which would make it not the stimulator.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 37742, serial # (B)(4), product type programmer, patient. (B)(4).